Event description:
The customer reported that the telemetry device has no sound. Patient involvement is unknown.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 speaker was physically disconnected from the telemetry device. When tested manually, the device had no audio due to a speaker malfunction. The alleged device was removed from service. The final disposition of the device is to be determined upon completion of the evaluation facility processes. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker.

Event description:
The customer reported that the mx40 has no sound. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.